Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" "lump in the right breast" "invaginations of the shell".

Event description:
Patient reported right side rupture. The device remains implanted. Also reported "lump on the right breast" and "invaginations of the shell."